Event description:
It was reported that while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes that there was underfill or low draw of blood in the tube. This occurred 4 times. The following information was provided by the initial reporter: when taking blood, the tubes fill up more slowly than usual. This happened with 4 different nurses and with different patients. Each time the nurses thought that it could be related to a low blood flow of the patient but given the unusual frequency. As the tubes do not fill sufficiently, the nurses had to re-sample the patients, sometimes in arterial, resulting in greater pain for the patient. Short description: bad filling of the tubes when did the incident occur? During use.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 08-dec-2023. H.6. Investigation summary: bd received 4 samples from the customer in support of this complaint. 4 returned and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 24 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes that there was underfill or low draw of blood in the tube. This occurred 4 times. The following information was provided by the initial reporter: when taking blood, the tubes fill up more slowly than usual. This happened with 4 different nurses and with different patients. Each time the nurses thought that it could be related to a low blood flow of the patient but given the unusual frequency. As the tubes do not fill sufficiently, the nurses had to re-sample the patients, sometimes in arterial, resulting in greater pain for the patient. Short description: bad filling of the tubes. When did the incident occur? During use.